Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that the battery was out of the insulin pump for more than 10 minutes the night before. Sixteen hours later the customer received a battery out limit alarm. The customer kept receiving the alarm and having to reset the time and date. The insulin pump had a loose battery cap. Customer's blood glucose level was 7.4 mmol/l. The device was not returned.